Manufacturer narrative:
Examination of the returned items confirms the observation. The ball plunger feature on the handles no longer works / depresses properly. Very little to no movement can be achieved. Multiple and/or possibly poor cleaning over time is suspected to be the contributing factor. Per previous consultations with depuy engineering it is suspected that the cup attachment component may not always be removed prior cleaning the instruments and can be a factor in all fluids, cleaning agents and otherwise, being thoroughly removed and dried from and around the ball plunger feature affecting function. The vendor date code for the returned sample indicates the instrument was manufactured in 2012 and is going on three years into distribution. The instrument is in poor overall condition with multiple scratches and gouges in both the handle material and the functional end. Based on the investigation, the need for corrective action is not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Duraloc cup impactor keeps getting stuck. When the surgeon puts cup on the attachment piece, it then has a hard time fitting into the black handle impactor and also had a hard time coming disengaged. This particular one was very poor and the grooves seemed to not want to engage with the black handle impactor.